Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an onsite inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on 02/22/2023. As of the date of this report, there has been no response to this recommendation.

Event description:
Cardioquip technician suspected bacterial contamination in device.